Event description:
It was reported that, during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, the tip of the fiber came off; due to this, the procedure was completing using another fiber. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, the tip of the fiber came off; due to this, the procedure was completing using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic examination of the inspection identified the glass cap and metal cap were detached. The detached caps were not returned with the fiber. Functional testing of the fiber identified that there are no signs of breakage along length of fiber. The reported fiber tip break is confirmed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.